Event description:
Procedure: urological/gynecological. According to the reporter, the patient underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). See 915742-2011-00093 (avaulta anterior system). Note: this report corresponds with bard's report (B)(4) for a uretex."